Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that a synovectomy and liner exchanged were performed on patient's left knee. Rep reported that patient has a history of pvns (pigmented villonodular synovitis, a joint disease characterized by inflammation and overgrowth of the joint lining).